Event description:
It was reported that this pacemaker was part of a system revision due device exposure, considering the risk of infection. A new device was reimplanted under the pectoralis major. There were no additional adverse patient effects reported. This pacemaker was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.